Event description:
Data to be faxed to medwatch! Ordered calibration gas - e cylinder: 5% co2, 12% oxygen for blood gas analyzer. Rec'd cylinder with 2 labels: 5% co2, 12% oxygen; 10% co2, 12% oxygen. Reported mislabeled cylinder to (B)(4) at (B)(4), (B)(4), and called (B)(4) corporate office: notified (B)(4) at (B)(4). Ordered calibration gas: 5% co2, 12% oxygen. Rec'd "blood gas mixture - 4% co2, 16% oxygen. Reported wrong gas to (B)(4) at (B)(4), (B)(4), called (B)(4) corporate. Ordered calibration gas e cylinder: 21% oxygen, 79% nitrogen for pulmonary function testing. Rec'd e cylinder labeled 21% oxygen, 79% nitrogen with heliox (helium/oxygen) pin - indexed stem. Reported mislabeled cylinder to (B)(4) at (B)(4) at (B)(4) risk mgr. Diagnosis or reason for use: #1 & #2. Calibration gases for blood gas analyzer. Event reappeared after reintroduction: #1. & #2. No.